Event description:
Pneumonia [pneumonia] ([chills]). Nose bleeds six or seven times [nose bleeds]. Skin has been very itchy [itchy skin]. Trouble walking [difficulty in walking]. Headaches [headache]. She became excessively hot [feeling hot]. Back of her neck feels like little needles in it [neck discomfort]. Tired all of the time [tiredness]. Face looked red, red face went away, and then later it flared up again [redness of face]. Stiff, mostly from the waist down [stiffness]. Lower back pain that hurts worse when she sits down [back pain]. Knee pain [knee pain] ([condition aggravated], [device ineffective])> case narrative: initial information received on 16-aug-2018 regarding an unsolicited valid serious case received from a patient from united states. This case involves an adult female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency experienced pneumonia, nose bleeds six or seven times, skin has been very itchy, trouble walking, headaches, she became excessively hot, back of her neck feels like little needles in it, tired all of the time, face looked red, red face went away, and then later it flared up again, stiff, mostly from the waist down, lower back pain that hurts worse when she sits down and had knee pain. The patient's past medical history, vaccination(s) and family history were not provided. Patient had received a cortisone injection in her knees in (B)(6) 2017, which did not help. On (B)(6) 2017, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml once in both knees for knee pain. It was reported that the synvisc-one did not help her knee pain, and made it worse (device ineffective). On (B)(6) 2017, the patient again received cortisone injections in both knees, but again it did not help. The patient checked with her doctor's office, and was told that she did not receive the recalled lot of synivsc-one, 7rsl021, but the patient did not have available the lot number of the synvisc-one that she did receive. Since the time of her synvisc-one injections, the patient had nose bleeds six or seven times, and one time she had to go to the emergency room because she could not get the nose bleed stopped (onset date: unknown). Patient's skin was very itchy, had trouble walking, and had headaches every day (onset date: unknown). On an unknown date, patient was in the hospital for 6 days with pneumonia. Patient experienced chills, then the chills went away, and she became excessively hot (onset date: unknown). The back of her neck felt like little needles in it, and she was tired all of the time despite getting sufficient sleep (onset date: unknown). On an unknown date, after unknown latency, patient's face looked red, and she wondered if she was getting rosacea, then after a couple of days the red face went away, and then later it flared up again. On an unknown date, after unknown latency, patient was stiff, mostly from the waist down, and had lower back pain that hurts worse when she sits down. The patient stated that a lot of these symptoms crept up on her, and were getting steadily worse. The patient felt her symptoms were from the synvisc-one, even if she did not receive the recalled lot. Final diagnosis was knee pain, lower back pain that hurts worse when she sits down, stiff, mostly from the waist down, face looked red, tired all of the time, back of her neck feels like little needles in it, she became excessively hot, headaches, trouble walking, skin has been very itchy, nose bleeds six or seven times and pneumonia. Corrective treatment for all events was not reported. Patient outcome is not recovered for all the events. A pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: hospitalization for pneumonia. A product technical complaint (ptc) was initiated on 20-aug-18 for "synvisc one". Batch number unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 20-aug-2018. Global ptc number & ptc results were added. Text was amended accordingly